Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there is corrosion on pcb1 particularly around the battery connectors, on some parts located at the top of the board, and on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, and active current measurement tests due to the critical pump error. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. In addition to this, the s/n label located between the belt clip rails is missing, and the middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running. Customer blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The device will be returned for analysis.